Manufacturer narrative:
This event was reported for serious injury. This was not correct. The event is only reportable for malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) are assigned to the lead. Concomitant medical products: product ID: 3889, lot# unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who has an external neurostimulator (ens) for urge incontinence - non-obstructive urinary retention. The patient reported that she was itchy all over when she got up early that morning. She also stated that her left hip had a strong burning sensation. The patient reported that she had about three bladder infections a month. On (B)(6), the patient stated that she had diarrhea three or four days ago and had several bowel movements. The patient noted that she felt it was strange as she is usually constipated. It was noted that the trial started on (B)(6) 2018. No further complications were anticipated/reported.